Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that liner trial c ring missing. Found when set returned to the office for inspection. Hip ball trial scratched, worn. Found when set returned to the office for inspection. Set screw locked. Found when set returned to the office for inspection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was returned for examination. The visual examination of the device found the device presents deep scratches on the outside and a worn appearance on the inside, where the neck trail inserts. The reported condition was confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a date code was provided, which indicates that the device was manufactured on (3/2007). A manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.